Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon review of the merlin.net transmission, under sensing and loss of capture were noted on the atrial lead. The device was reprogrammed, the lead remained implanted.